Event description:
Medtronic received information that 3 years following the implant of this bioprosthetic valve, the valve was explanted due to stenosis, calcification and cuspal stiffening. The valve was replaced with a pericardial valve from another manufacturer. No adverse patient effects have been reported. The valve has been returned.

Manufacturer narrative:
(B)(4): upon receipt at medtronic's quality laboratory, visual inspection revealed explant damage along the sewing ring, tissue and base stitching. A section of the bare stent was noted adjacent to the right cusp. A piece of host tissue, a cluster of mineralization and several pieces of the sewing ring were received with the valve. A pledget remained attached to a remnant of the sewing ring. All leaflets were stiff due to host tissue and/or mineralization on the inflow and outflow except along the free margins. Tissue degeneration due to mineralization was observed in all leaflets. A small tear through the free margin of the right cusp adjacent to the left right commissure appeared to be associated with visible mineralization. Small tears and/or puncture through the tunica of the right and non-coronary cusps appeared consistent with puncture or laceration by a sharp instrument such as forceps. The puncture was observed in the non-coronary cusp adjacent to the inflow margin of attachment resulting with an intracuspal hematoma. Tears in the tissue and base stitching appeared to have occurred during explant. The condition of all commissures could not be assessed due to host tissue overgrowth. Glistening off white pannus remained attached to the existing sewing ring on the inflow, along the tissue and base stitching adjacent to all cusps, into the left right and right non-coronary inferior coaptive area and 1 to 2 mm onto all cusps. A piece of pannus received with the valve appeared consistent with host tissue removed off the inflow of the leaflets. Pannus covered all stent posts, extending over, encapsulating the tops of all commissures, onto the commissural areas, extending along the inner and outer outflow rail to the outflow margin of attachment of all cusps. Pannus on and along the outflow margin of attachment of all cusps extended 1 to 6 mm onto the cuspal tissue. Pannus on the non-coronary cusp adjacent to the non-coronary left commissure appeared adhered to the inner outflow rail of the non-coronary cusp. Pannus on the tops of all commissures appeared to partially extend onto the free margin and lunula of all cusps resulting with restricted leaflet movement. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed mineralization in all leaflets and commissures and several pieces received with the valve. Conclusion: review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Based on the gross analysis, the reduced performance of this valve was related to a combination of mineralization and pannus overgrowth. (B)(6). (B)(4).

Event description:
Medtronic received information that three years following the implant of this bioprosthetic valve, the valve was explanted due to stenosis, calcification and cuspal stiffening. The valve was replaced with a pericardial valve from another manufacturer. No adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(6). (B)(4).